Manufacturer narrative:
The customer reported that their core unit (g9) is exhibiting some oddities with the spo2 probes in low flow patients. The customer also reported that the blue and yellow spo2 cables are showing different readings. No harm or injury was reported.

Event description:
The customer reported that their core unit (g9) is exhibiting some oddities with the spo2 probes in low flow patients.